Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, cracked case at the reservoir tube window corners and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was broken from the top straight down to the keypad area. Customer reported that the reservoir was not able to stay in reservoir compartment. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.